Event description:
It was reported that this right atrial (ra) lead did not capture consistently with thresholds of 3 volts (v) at 0.4 milliseconds (ms), while there was constant capture at 3.5v at 0.4 ms. Atrial threshold tests were performed, and loss of capture was confirmed at 3v at 0.4ms in bipolar configuration. Similar results were observed with unipolar configuration (loss of capture at 2.8v at 0.4ms). Technical services (ts) recommended increasing the pulse duration to 1ms, which improved the threshold (2.2v at 1ms) in both unipolar and bipolar configurations. Device programming was modified to 3.5v at 1ms. Provocative maneuvers were performed, and all other electrical parameters were within the normal range. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.